Event description:
It was reported that during a lar procedure, the device cut but did not staple. They hand sutured the anastomosis.

Manufacturer narrative:
D4; h.4, 6.: info anticipated, but unavailable at this time.